Manufacturer narrative:
According to the customer the nebulizer device does not "nebulize the medication" and due to that they've "missed multiple albuterol and budesonide treatments". Per the customer the device has only been used 2 weeks and the customer confirmed everything is hooked up appropriately. Per the customer they have not required medical attention or incurred a serious injury related to the reported incident. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer the nebulizer device does not "nebulize the medication".